Event description:
It was reported that: "the surgeon was doing an adm on a tha and the 65 adm black trial for impactor was cracked."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.